Manufacturer narrative:
This is an addendum to the previously submitted initial MDR. This complaint remains inconclusive as no definitive conclusion can be made based on the additional information obtained. Not returned to manufacturer.

Event description:
The following was reported to davol via maude report (mw5043125): "I had a hernia repair in 2002 with mesh called bard mesh perfix plug. I developed problems all in that area. Prostatitis. Ic of the bladder. Diverticulosis in the colon and now I am having a battle with lymphoma." This is an addendum to the initial MDR and is based on additional information provided to davol via maude report (mw5062363): " hernia repair with mesh bard mesh perfix plug. Created extreme irritation and discomfort in the urinary tract, bladder, prostate and rectum. I finally developed lymphoma. After suffering for years. The mesh has disabled me! Lymphoma- hernia is worse than it has ever been by far." Patient reports taking otc medication.

Manufacturer narrative:
Multiple attempts have been made to gather additional information. To date the contact has not responded to these requests. Based on the limited information provided, at this time no definitive conclusions can be made. Based on the symptoms reported it cannot be determined if any of the medical issues reported could be associated with the device used to repair the hernia in 2002. A review of the manufacturing records was performed and found that the lot was manufactured to specification. If additional information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following was reported to davol via maude report ((B)(4)): "I had a hernia repair in 2002 with mesh called bard mesh perfix plug. I developed problems all in that area. Prostatitis. Ic of the bladder. Diverticulosis in the colon and now I am having a battle with lymphoma."

Manufacturer narrative:
Not returned to manufacturer.